Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported a cracked intraocular lens (iol) during insertion into the patient's eye. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/08/2017. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation and was found cut in two pieces. Visual inspection at 10x microscope magnification showed residue of viscoelastics on both the pieces of the lens. The lens was observed with one haptic bent/distorted. The lens was observed torn. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.